Event description:
A patient reported blood glucose resuls of 7.9, 14.9, 13.0, 12.5 and 12.6 mmol/l with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl , thereby indicating a potential malfunction of the meter in terms of precision.